Event description:
During an attempt to treat a lesion in the left iliac artery using admiral xtreme, it was reported that following ballooning, physician experienced difficulty retrieving the balloon from patient. It was reported that the balloon passed through a previously deployed stent. The balloon was removed with the sheath. Procedure was done in the o.r. A common femoral endarterectomy was done prior to stenting and ballooning. No injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was conducted on the device with the following results: the device was trapped in the introducer sheath. The guidewire was trapped in the device. The device, guidewire and the introducer sheath were covered by hardened blood. Afterwards, it was possible to retrieve the device from the introducer sheath. The balloon was not damaged and it returned unfolded. An attempt to inflate the balloon was made, it passed as no leaks or burst were detected in the balloon. Finally it was detected that the guidewire was trapped only in the marker tube, underneath the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.